Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new ins, and the system showed high impedance. The patient is satisfied with therapy and has relief to their symptoms. The patient's next follow up is in may. There are no complications anticipated as a result of the event. [Refer to manufacturer report #3007566237-2019-00577 for details pertaining to the reportable related event.]